Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced a prime fill anomaly. Customer's blood glucose was unknown. Customer reported to be stuck in the rewind / prime loop. During troubleshooting, insulin pump received second series of beeps. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. We were unable to confirm prime/fill anomaly due to motor error alarm. The insulin pump passed displacement test, self-test, and error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.